Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient reported to the hospital with a heart rate of 25-40 bpm and half conscious and their pacemaker was "totally silent". It was also reported that the device could not be interrogated. The physician said that the device had been checked twenty days prior and the battery status and all the measurements were good. The patient received a temporary pacemaker until the next day when the old pacemaker was removed and a new pacemaker was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.